Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's service light is illuminated. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to display ECG in paddles lead. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found that the cause of the reported issue was due to a current leakage from a capacitor, designator c160.

Event description:
The customer contacted physio-control to report that their device's service light is illuminated. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to display ECG in paddles lead. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient involved in the reported event.